Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insultation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the device had power cord damage with exposed copper wires. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. After further investigation, it was determined that the portion of the power cord affected was dc power and low voltage; therefore, it does not meet criteria of a reportable malfunction that could cause/contribute to a dsi if it were to recur. Reports of damaged or frayed low voltage components are not directly connected to the main power supply and are unlikely to cause or contribute to death or serious injury. Dc voltage is low and exposure will only result in a mild electric shock. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
Baxter received a report from a baxter technician stating the device had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).